Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) dialysis patient experienced peritonitis. The cause of the event was not reported. It was reported the patient was hospitalized for another indication earlier in the month. The patient was treated with unspecified intraperitoneal antibiotics for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up.